Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of several intraocular lenses (iol), a foreign material was found to be adhered to the implanted lenses. The foreign material was removed and the procedure was completed. Many cases of cartridges were removed from the customer's use as the exact lot number was not able to be traced. Additional information was requested.

Manufacturer narrative:
The reported company iii (d) cartridges were not returned. The lot number for the reported product could not be provided. Complaint history and product history records could not be reviewed because the reporting facility could not provide a lot number or any identification traceable to the manufacturing documentation. Potential lot numbers were provided. Product history records were reviewed these lot and documentation indicated the product met release criteria the site returned all company iii (d) cartridges that were in inventory along with two usbs and a dvd. Three of the returned inventory lots were indicated to be the lots most likely used day the issue occurred. Lot# 32731668: most likely ¿ returned ninety-five unopened samples (9 cartons). Lot# 32724086: potential ¿ returned ten unopened samples (1 carton). Lot# 32726010 potential ¿ returned ten unopened samples (1 carton). One sample was randomly taken from each returned carton and evaluated. The cartridges were visually examined with no abnormalities observed. Functional and dye stain testing was conducted with acceptable results. No lens or cartridge damage was observed. No foreign material was observed on the lenses post-delivery. The three provided videos show inadequate viscoelastic in the three company cartridges. All three lenses were advanced from mid-nozzle into the eye (not from parting line). All three exhibited a strip of clear material on the right side of the posterior optic surface. The material was easily removed. The three lens remain implanted. Two lenses were single-piece natural multifocal lenses; the third lens was a single-piece monofocal toric lens (diopters are unknown). A qualified handpiece was indicated. The indicated viscoelastic is not qualified for use with the company cartridge/handpiece combination used. The root cause for the reported issue could not be determined. The used company iii (d) cartridges were not returned. Based on the review of the provided videos, the reported foreign material may be internal coating material from the company iii (d) cartridge tip. Review of the videos indicated inadequate viscoelastic was placed in the cartridges. A non-qualified viscoelastic was indicated. The use of non-qualified combinations may result in delivery issues and/or damage. Per the device dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. C. Delivery speed: if the customer delivers the iol quicker than the dfu describes, this may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).